Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, 5 years post implant of a sapien 3 valve, a sapien 3 valve was implanted during a valve in valve procedure. A 26mm sapien 3 valve was implanted in the aortic position. Approximately 5 years post implant, the valve leaflets were reported to be 'degenerated'. A new 26mm sapien 3 valve was successfully implanted in the existing valve during a valve in valve (viv) procedure. No complications or issues were reported. Post viv, no aortic insufficiency or gradient was reported. The physicians were very pleased with the procedure outcome. At the time of the event, the patient was in stable condition. Both valves remain implanted in the patient.

Manufacturer narrative:
Review of the provided information indicated valve leaflet thickening and a trial of oral anti-coagulation was suggested. The decision was made to implant a new valve. A new sapien 3 valve was successfully implanted during a valve in valve procedure. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the complaint was confirmed based on imagery review by the physician. Based on the limited information provided, the root cause for the valve degeneration approximately 5 years post valve implant could not be determined but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. H3 other text : device remains implanted.